Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there have been two to three reported incidents in which the arctic sun device, arctic gel pads caused full skin removal. Customer never received answer when case was opened up over a year ago. They were asking whether this case previously reported. Customer never received follow-up as to what caused patient skin damage with the arctic gel pads. During their visit on (B)(6), staff shared that the arctic sun stats were rarely used. Following previous incidents, both intensivists and nursing staff remain uncomfortable operating the device. As a result, the neuro ICU typically delays initiating arctic sun therapy until a patient¿s temperature reaches 104 to 106°f, and they were currently not using it for post¿cardiac arrest patients. Mentioned they received loads of education when the roll out took place and did not believe this was user error. Prior arctic sun representative upset customer. One patient had experienced an overdose, and the other was septic. Unfortunately, both patients subsequently passed away. It was unknown what medical intervention was reported. Per follow up information received on 04mar2026, confirmed 3 patients had been affected by skin peeling , 2 from 2023 and 1 in 2025. All 3 confirmed as deaths. Patient 1 overdose, death. New info: the skin had peeled off anywhere the pads were touching. Once pads removed, patient looked like a severe burn victim because skin had come off like a glove with the pads. Blisters had also developed. This event occurred in 2023. Patient 2 sepsis, death. New info: there was nothing on the patient¿s skin when the pads were applied. The patient¿s skin was not weeping at the time of application, but started weeping with blisters after some time with pads on. This event occurred in 2025. Patient 3 skin peel. Reported in (B)(6) 2023. New info: post cardiac arrest, death. All patients had poor prognosis and nurse suggested they would have passed either way, and doubts the arctic sun was directly involved with any death. She states she believes someone from bd had suggested they had used expired pads on the patient, but that this was not true. She said they were not expired at the time they had been applied, but may have reached their expiration date by the time the rep retrieved them from her office months later. They had photos at the time of the event because they were reviewed by their skin care team but would no longer be able to provide them because they would be connected to the patient¿s names and she does not recall them. Nurse is unable to provide many details regarding further skin conditions, wound care, skin checks, etc due to length of time since events occurred.